Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600498 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician attempted to fire the clip applier after loading, but it would not lock. He tried several times with the same result. They then tried to load and fire outside of the body resulting in the jaw falling off the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the top jaw is completely separated from the device. The product is broken. The device appears used. Biological material is present along the jaws the device. No other defects or anomalies were observed. (B)(4). Functional inspection could not be performed based upon the condition of the sample received. The top jaw is completely separated from the device, therefore clips cannot properly load or close. However, an attempt was made at firing clips from the device to count the number of clips remaining. Upon engagement of the trigger, a ratchet sound was audible indicating that the internal ratchet ears are intact. Eleven clips were found to remain in the channel indicating that four clips were fired by the end user. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use, otherwise, patient injury may occur. After clip loading, always confirm that the other remarks: clip remains in the applier jaws. Do not attempt to close the jaws on a vessel or anatomic structure without a clip properly loaded into the jaws." The reported compliant of the device not locking could not be confirmed based upon the sample received. The returned device was received with the top jaw completely separated from the device and therefore could not be functionally tested. It is unknown how the device was handled during use or how the top jaw separated. All autoendo5 devices are 100% inspected for proper clip loading and closure at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of the device not locking could not be determined based upon the information provided and the condition of the sample received. No further action will be taken.

Event description:
The physician attempted to fire the clip applier after loading, but it would not lock. He tried several times with the same result. They then tried to load and fire outside of the body resulting in the jaw falling off the applier. The patient's condition was reported as fine.